Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the catheter connection was checked when the pump was explanted, however no catheter trouble-shooting was performed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion. A significant resistance when trying to turn gear three is olated from rest of gear train manually was noted. In addition a significant residue on gear three's o-ring located on top bridge was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient "had less and less benefit from the pump" with symptoms of pain. Patient status was noted as no injury/no adverse event. The pump was replaced due to lack of efficacy. It was noted there were "visible crystals on the pump". The pump was delivering morphine.

Manufacturer narrative:
Further investigation of the pump (B)(4) resulted in a change of the analysis finding from ¿pump motor gear train anomaly involving corrosion and/or wear and/or lubrication¿ to ¿pump motor o-ring wear¿. Analysis did not find pump motor gear train anomaly involving corrosion or wear or lubricant degradation. There was o-ring wear observed but it was not a significant anomaly.¿